Event description:
Presented to ER with shortness of breath. EKG showed non q wave m.I. Pt had a syncopal episode in ER and muckectopy on monitor. Chest x-ray revealed porta cath catheter fragment in lt atrium. Porta cath fragment removed via rt cfv. Next day remaining porta cath removed under fluoroscopy in o.r. Pt tolerated both procedure well.